Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported on an implant card that a full revision surgery was performed due to lead discontinuity. Good faith attempts are being made for more information and for product return.